Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under separate medwatch report number.

Event description:
This is filed to report after the mitraclip procedure, the patient had recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 2. On (B)(6) 2021, during postoperative transthoracic echocardiography (tte), the patient had recurrent mr with grade of 3-4. The clip was confirmed to be stable on the leaflets and there was no evidence of tissue damage. The patient remained hospitalized. On (B)(6) 2021, an additional clip was implanted, reducing mr from 3-4 to 1. After the steerable guide catheter (sgc) was removed, an atrial septal defect (asd) closure device was placed to treat a left to right shunt. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. Additionally, the reported mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and additional mitraclip procedure are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.